Event description:
The hosp operating room staff allegedly observed a failure to deliver energy through the internal paddle accessory paddles when testing the paddles in preparation for use. Another set of internal paddles were obtained and used.